Event description:
It was reported from (B)(6) that the site requested manufacturing field support to exchange the pump due to a "big infection" of the ventricular assist device (vad) driveline. "It is known that patient was in a stable situation, went home and decided to travel to azerbajan, without recommendation of md". After returning to germany he showed up with "ichorous pus" around the exit site. He didn't show any signs of general infection. A left lateral approach to was chosen for the pump exchange with plans to do a graft to graft anastomoses, but when opening pericardium "a big amount of pus" was seen around the pump and the driveline. "Lavatory flushes were done with drains put in for continuous lavage. The patient is stable back in the ICU, receiving vancomycin and tazobac intravenously. No further information is available and to date, the pump has not been exchanged.

Manufacturer narrative:
(B)(4) selected as no code available to capture hospitalization and additional surgical medical intervention. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. The pump/driveline remains implanted.